Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due the internal battery's voltage falling below specifications. The readings on each cell indicate that the cells were not working as expected. Therefore, the controller didn't activate the 'no power' alarm because the internal cells of the nickel-metal hydride battery (nimh) cells have failed. Review of the log files confirmed several controller power-up and motor starts during the time of the update. This indicates that the controller initiated the pump start sequence but that it was unsuccessful due to a partial connection of the motor fixture's driveline cable. The most likely root cause of the reported failure of the "no power" alarm can be attributed to a faulty internal battery. The most likely root cause of the reported inability to start the motor fixture, used during the upgrade procedure, can be attributed to a marginal driveline connection. Heartware has opened an internal investigation to address controller "no power" audible alarm failures. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that there was no "no power" alarm during software update and the controller did not start the motor fixture. An elective controller exchange was performed and it was sated that there were no effect on the patient.&#2062;o additional information available.